Event description:
As of 03/2004, the only information made available to schaerer mayfield USA, inc. Is recorded as follows: in 02/2004, facility reported the unit slipped and shifted during case. At this time, there was no mention of a pt injury, after repeated attempts by schaerer mayfield to review the incident, schaerer mayfield USA, inc. Obtained information in 02/2004 from the business mgr of the peri-operative or that there had been a reported scalp laceration regarding the above mentioned incident.